Event description:
During a pta / stenting treatment procedure to place a carotid wallstent, stent delivery system removal difficulties were encountered. The lesion being treated was an 80% stenotic lesion located in the subclavian artery. Following successful deployment of the carotid wallstent 10.0/37 mm, the physician attempted to remove the stent delivery ssytem, but he discovered that approx 15 cm of the delivery device had detached and remained in the pt's vessel. He successfully recaptured and removed the retained portion of the catheter. Pt status is reported as "good. This product is approved ous only, but is similar to a device marketed in the us.